Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned to dexcom for evaluation. An exterior visual inspection was performed and no defects were found. Functional testing was attempted but could not be completed because the receiver would not run on the functional testing station. The receiver case was opened for further evaluation. The customer complaint was confirmed during an interior inspection. The root cause was determined to be a defective flash memory chip.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that their receiver ceased to function on (B)(6) 2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.